Event description:
It was reported to our sales manager orthopaedics, that the stem, which was used for a revision surgery, is broken 2 yrs after implantation.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.